Event description:
It was reported that blood loss and hypotension occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed without incident. Late that evening, patient developed hypotension related to acute blood loss anemia. The bleeding source was noted to be a large hematoma from the access site. An echocardiogram was performed, which was negative for pericardial effusion. Creatinine was elevated at 1.5 and hemoglobin was 7. A packed red blood cell transfusion was done. Blood pressure was treated with volume resuscitation and inotropic therapy. Patient is stable and has been discharged.